Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that the patient underwent phacoemulsification with pars plana vitrectomy for floater removal. In the subsequent post-operative period, the onset of endophthalmitis was suspected. Clinical findings result conjunctival inflammation, aqueous cells, aqueous fibrin, hypopyon, and corneal haze. On post-operative day five, the patient received intravitreal injections antibiotic. On post-operative day six, following endophthalmitis the patient had vitrectomy for the removal of fibrinous membrane anterior chamber and intravenous injection with antibiotic. The intervention was effective in resolving the macular pucker. The wound integrity was intact. The patient¿s post-operative management included a subconjunctival injection of antibiotic and non-steroidal anti-inflammatory drug and topical corticosteroid. The patient was noted to be pseudophakic, and visual acuity showed improvement. The patient also had an epiretinal membrane now. This complaint is pertaining the six of six reports received from the same facility.

Manufacturer narrative:
Additional information provided in h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.